Event description:
During a low anterior resection procedure, malformed staples. The procedure was completed by hand-suturing. The case was extended by 120 minutes. There was no pt consequence reported.